Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin@home transmission. Upon review, the patient's implantable cardioverter defibrillator (ICD) incorrectly diagnosed ventricular tachycardia as supraventricular tachycardia and exhibited loss of high voltage output. Programming changes were made. The patient was stable.